Manufacturer narrative:
Follow-up # 1 date of submission 07/15/2014-device evaluation: the pump has been returned and evaluated by product analysis on 07/03/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed a pump reboot and battery voltage of 1.21 vp, which indicated that the pump battery life was sufficient to maintain power and not cause the pump to emit a warning related to battery life. No damage was observed to the pump battery compartment or battery cap. The battery cap secured properly to the pump to maintain power, and a power loss was not duplicated during testing. The pump case was removed and no intermittent conditions were found in the power circuit. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue it was reported that the pump powered off without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.